Event description:
(Hold for lois)it was reported the patient was admitted to a hospital for a post-operative wound infection and suspicion of device pocket infection. The patient¿s diet and activity were advanced and he was started on vancomycin and ceftriaxone. C-reactive protein (crp) and erythrocyte sedimentation rate (esr) were slightly elevated, no white count or fever during hospitalization. Commuted tomography (CT) showed fluid collection overlying pocket that was more consistent with density of hematoma than of abscess. However, infectious disease (ID) recommended treating as an infection due to complaints of radiating pain in nodal distribution to cover propionibacterium acnes, (B)(6). Inflammatory labs were followed daily and remained stable. He was afebrile and hemodynamically stable during entire hospitalization, as well as normoglycemic. Antibiotic surveillance labs were normal. The event caused in-patient hospitalization and was resolved without sequelae. Additional information received reported diagnostic imaging displayed minor soft tissue swelling over the device in the upper anterior chest wall compatible with postsurgical change. No definite abscess was demonstrated. Medications administered were daptomycin 600gm daily, rifampin 300mg per-orally daily, ceftriaxone 2 g, and vancomycin 1.5g. Additional information received reported esr: high- 35 mm/hr; crp: high -14.8 mg/l.

Manufacturer narrative:
Correction: (B)(4) no longer applied due to updated coding procedures.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08uvg, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).